Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k number k153730. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false nonreactive architect syphilis results for one 49-year-old male, ophthalmology patient. The following data was provided: sid: (B)(6). Architect syphilis tp result 0.91 s/co, retest result 0.93 s/co (<1.00 s/co is nonreactive). Tppa result positive (1:80), trust negative. The patient did not report a history of syphilis infection. No impact to patient management was reported.